Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, per the complaint details, a recurrent infection was the cause of the second revision approximately 7 months post 1st revision (~7.5 months post primary). The patient impact beyond the reported recurrent infection and the revision could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that a second revision surgery was performed due to recurrent infection. The insert was exchanged for a new one and debridement was performed.